Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04624. The patient reported, the stimulation had never helped to relieve her pain, and she had not used the stimulation in about 2-3 months. The patient did not want to be reprogrammed or to have the system interrogated; she wanted to report it was ineffective. A follow up with the patient identified she still did not want any intervention to address her complaint.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.